Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion seal was bubbled/delaminated. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of bubbled/delaminated downstream occlusion (dso) sensor seal. Review of event history found no relevant alarms. The complaint was confirmed through visual inspection. Replaced dso seal. Device passed all testing post repair.